Event description:
While attempting to place the balloon, the shaft of the balloon became separated. The detached portion of the balloon system was retrieved and removed from the body in its entirety.